Event description:
It was reported that when the devices were used during an unknown procedure, the staples would not release from the device. Another device was used to complete the case. There was no consequence to the pt.